Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the visual inspection, the flowgate hub appeared normal. During the visual inspection it was noted that the mid distal shaft was severely wrinkled/damaged. The device could not be inflated. The distal catheter shaft was severely kinked. On functional testing, while the device could not be inflated during the product analysis, the reported event was confirmed based on the damage noted to the device. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The device was returned for analysis and the balloon catheter was found damaged & kinked/bent. In the case of this complaint it is most likely that the device was damaged during the procedure due to some procedural/anatomical factors. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and to the as analyzed events.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate at an adequate rate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate at an adequate rate. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.